Event description:
It was reported to boston scientific corporation that an advanix-naviflex rx biliary stent was used in the common bile duct for endoscopic retrograde biliary drainage during an endoscopic retrograde biliary drainage procedure performed on (B)(6) 2024. During the procedure, the guide catheter became detached from the delivery system and was inadvertently deployed along with the stent into the common bile duct. The detached guide catheter was removed using a retrieval ligater forceps, and the procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of guide catheter break.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of guide catheter break. Block h11: the advanix stent with naviflex delivery system was received for analysis. Visual examination of the returned device found the guide catheter detached. After destructive test, it was observed that the device hypo tube was inside the guide catheter, and it was the pull wire that was detached instead. Also, the stent suture hole and push catheter suture hole were found torn. No other damages were noted to the delivery system. Product analysis did not confirm the reported event of catheter guide break as it was observed that the detached part was the pull wire. The investigation concluded that the reported event and other observed damages were likely due to factors encountered during the procedure. It is likely that the tortuosity and the technique used by the physician (force applied), limited the performance of the device and contributed to the reported event and observed problems. Therefore, a review and analysis of all available information indicated that the most probable cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that an advanix-naviflex rx biliary stent was used in the common bile duct for endoscopic retrograde biliary drainage during an endoscopic retrograde biliary drainage procedure performed on (B)(6) 2024. During the procedure, the guide catheter became detached from the delivery system and was inadvertently deployed along with the stent into the common bile duct. The detached guide catheter was removed using a retrieval ligater forceps, and the procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.